Manufacturer narrative:
The reported events of far p-wave oversensing, and inappropriate shock were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections did not find any anomalies. No anomalies were found.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular lead exhibited far p wave oversensing. It was also noted that due to oversensing patient received inappropriate shock. It was further noted that the lead was dislodged. The lead was explanted and replaced. The patient was stable.